Event description:
It was reported that during a da vinci-assisted ventral hernia lpom surgical procedure, the patient side cart (psc) would not deploy for draping. The site swapped out the psc for another and proceeded with the case as planned. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the error logs and noted an informational error (23007), indicating a high command velocity during the wiggle test. The procedure was completed with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the psc would not deploy for draping, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the boom motor assembly and the magnetic restrictive linear sensor to resolve the issue. The system was tested and verified as ready for use. The affected parts (372826-50 and 188344-02 involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint regarding the psc not deploying for draping was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.